Event description:
It was reported that patient death occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx closure device was implanted on (B)(6) 2023. The patient was discharged same day with no complications. A healthcare coordinator followed up with the patient via telephone the next day and the patient reported feeling fine. The next day the patient began not feeling well and was admitted to the hospital with syncope and low blood pressure. The patient had underlying kidney disease and dialysis was performed. Transesophageal echocardiogram and chest x-ray were performed which revealed no pericardial effusion and the 35mm watchman flx closure device to be in the correct place in the laa. The next day, (B)(6) 2023, the patient died. Cause of death is unknown and relationship of death to implanted watchman flx is unknown.